Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that after a total hip procedure, the blade broke at the mount. It was also reported that this event did not occur during a surgical procedure, and there was no delay or adverse consequences as a result of this event

Manufacturer narrative:
Investigation results indicate that the most probable root cause of the blade break is due to the issues identified with the associated saw (B)(4). The associated saw demonstrated blade whip.

Event description:
It was reported that after a total hip procedure, the blade broke at the mount. It was also reported that this event did not occur during a surgical procedure, and there was no delay or adverse consequences as a result of this event.